Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart. The customer's blood glucose level was 231 mg/dl at time of incident. Customer states having lunch when pump was buzzing. Alarm occurred shortly after replacing battery. The pump error was found in pumps history. The customer was assisted with trouble shooting. The customer was advised to monitor pump and call back if issues persist. The insulin pump will not be returned for analysis.